Event description:
During the implantation of a polarus plus rod, holes were drilled for screws to be inserted into. For the third hole that was drilled, the drill broke, leaving the broken drill tip completely buried in the bone. The drill piece was left inside the patient.